Event description:
It was reported that after a device changeout, the right ventricular lead pacing impedance was 100 ohms lower than it was with the previous device. The physician did a tug test and is confident that the pin is all the way in. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg ICD, (B)(6) 2014. (B)(4).